Manufacturer narrative:
Catheter was received with an arrow introducer and contamination sheath. Prior and after decontamination, the balloon latex was examined and appeared to have ruptured with possible latex fragmentation. The introducer was flushed and no latex was found in the flushed fluid.

Event description:
It was reported that the "band" was possibly missing at the distal end of the catheter in 2007. It was noted during removal while performing a transesophageal echocardiogram. No pt complications were reported. A second catheter was inserted. Please note on the hosp medwatch form model number 741hf75 was indicated; however, model number 931hf75 was reported and received for eval.